Event description:
A customer reported following a glaucoma filtration device implant procedure, the shunt is touching the iris. The patient underwent a separate procedure in which the surgeon was required to dilate the pupil. The surgeon believes the pupil dilation caused the iris to enclose around the front port of the device. The device remains implanted and there is no impact to the patient. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned as the shunt has remained in the patient's eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).